Event description:
It was reported that this implantable device triggered safety mode. There is no information on the device model/serial number at this time. Further information was requested. No adverse patient effects were reported.

Event description:
It was reported that this implantable device triggered safety mode. There is no information on the device model/serial number at this time. Further information was not able to be obtained. No adverse patient effects were reported.